Event description:
Pt underwent insertion of inflatable penile prosthesis and it ceased functioning several months ago. Physician felt a cylinder rupture. Pt has experienced some discomfort and due to this, requested it be removed. He is here today for removal of the prosthesis. The prosthesis was removed intact without difficulty.